Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322645. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima ii" IV catheter prn adapter needle extension tubing "burst" when connected to the high-pressure syringe, spraying saline on the patient and CT machine during the exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8 a.m., on (B)(6) 2021, the patient underwent abdominal enhanced CT examination. Before the examination, the nurse of the inpatient department had placed an indwelling needle (for the patient). The nurse of the radiology department felt a slight resistance when flushing. When the high-pressure syringe was connected and the saline was injected, the indwelling needle extension tube burst, and the saline was sprayed on the patient and the CT machine. Replace the indwelling needle and start the operation again. There were no adverse consequences to the patient or the device."